Manufacturer narrative:
On (B)(6) 2015. Based on the available information, this event is deemed to be a reportable malfunction. No sample received. Photographs confirm evidence of a small piece of dressing trapped in seal and an additional small piece of dressing is packed on top of the dressing within the sachet. Batch records have been reviewed; all required specification was met and documented within the batch records. There were no discrepancies noted in the batch record related to the reported complaint issue. Lean operation information system was reviewed and there were pad jams, the pad cutter cuts the dressings and any rejects should be rejected by the vision system. This may impact the complaint issue. Machine logs were reviewed and there were no issues relating to the complaint issue. After a detailed batch review, a discrepancy was found. This warrants further action and a non-conformance was opened. This complaint will be closed as the investigation for the nonconformance has b.... Follow up has been requested, but no additional details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Reporter stated the dressing was "press-fit together with the primary pack." Reporter stated that the product was not used and was available for return. Photos provided by the reporter show a primary package with the dressing trapped in the packaging weld.